Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to over-sensed noise. The patient was seen in-clinic where provocative maneuvers and postural changes were performed. It was initially hypothesized that the shock was delivered due to an s-ICD electrode fracture. The device data was forwarded to boston scientific technical services who discussed that the inappropriate therapy delivery was consistent with over-sensed sense node b artifacts. Despite low r-wave amplitude measurements, the physician elected to reprogram the s-ICD to the secondary sensing vector. At this time, the system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to over-sensed noise. The patient was seen in-clinic where provocative maneuvers and postural changes were performed. It was initially hypothesized that the shock was delivered due to an s-ICD electrode fracture. The device data was forwarded to boston scientific technical services who discussed that the inappropriate therapy delivery was consistent with over-sensed sense node b artifacts. Despite low r-wave amplitude measurements, the physician elected to reprogram the s-ICD to the secondary sensing vector. At this time, the system remains implanted and no additional adverse patient effects were reported.